Manufacturer narrative:
The unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor system, and excessive no delivery alarm test. The unit functioned properly. No excessive no delivery alarm or motor error alarm noted. The unit functioned properly. Motor was tested outside the device and passed. The unit was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer's father called in to report a motor error alarm and hospitalization for high blood glucose levels. The customer's insulin pump was beeping and then she noticed her blood glucose level was high. It was stated that they completed a prime rewind sequence and then attempted a bolus, then received the no delivery alarm. The customer's blood glucose level was 450 mg/dl, went to the emergency room and was treated with insulin through an IV. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.